Event description:
It was reported that the patient presented to the emergency room with shortness of breath. A chest x-ray confirmed that the atrial lead was dislodged. The lead was repositioned on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes the lead was not repositioned.